Event description:
It was reported via repair work order that the zoom disengages during transport due to cracked welds on the handle weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.